Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports jarit active cord was in use connected to a valleylab esu (force fxc) device and using davinci scissors. When the device was activated during a procedure - the cable "blew" apart into 2 pieces and there was a small amount of fire on remaining connector end of cable. Procedure being performed was robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy. On (B)(6) 2015 no harm done, no delay in surgery.